Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that 1 syringe of juvederm® volbella¿ with lidocaine was applied to the tear troughs to fill dark circles. The following month, non-allergan filler was used in the superficial lines for hydration. 3 years later, patient reports an additional filling procedure with juvederm® volbella¿ with an unspecified physician in the lips. About 3.5 years after the initial juvederm® volbella¿ with lidocaine injection, patient presented with an "inflammatory reaction" and a palpable nodule near the dark circles region. Muscular ultrasound performed the following month noted that the "left infrapalpebral region shows hypoechogenic nodule, located apparently in intimate contact with the orbicularis muscle, associated with adjacent textural hypoechogenicity." Fine needle aspiration (paaf) performed 2 months post symptom apparition shows "granulomatous reaction type foreign body to magenta and amorphous material (hyaluronic acid)." A biopsy was also completed. Hyaluronidase applied and the patient is "better." Nodular lesions decreased significantly and are more palpable than visible.